Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
During a liver resection, the user found saline leaking between the blue tubing and clear tubing. Another tubing set was used. There was no patient injury. Additional information was requested and on (B)(6) 2014, the following was provided: the nurse realized that the saline solution was leaking from the irrigation tube (between the blue tubing and the clear tubing near the surgical field). The product was in use "after a little while" before the problem occurred. No information was provided regarding patient age and gender. There was no surgical delay.